Event description:
This device was removed due to eri. At the same time, the rv lead was explanted due to 'lead failure' and no capture. The device was replaced with a competitive product. Should additional information be received, this file will be updated. (B)(6) 2014 - based on the analysis, it was determined this event should be reported to the FDA.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. The memory content of the device was inspected revealing a number of 154 recorded charging cycles. The analysis of the shock holter showed that an amount of more than 100 charging cycles was performed by the device within 8 days between (B)(6), 2013. The available iegm's showed that these successive charging cycles were mainly caused by the detection of noise in the right ventricular channel. The eos status of the device resulted from that excessive charging. A sensing test was performed, and the device sensed the attached heart signals free of noise. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. In summary, the ICD was fully functional. The amount of charge taken from the battery was verified. Taking the large number of charging cycles into account the battery status eos was found to be anticipated.